Event description:
Bella blankets protective coverlets were used on a mammogram. The facility reported that in one view there were dark streaks that appeared on the image. As a result they repeated this 1 mammogram image on the pt.